Event description:
Customer reports a respiratory infection. Md seen and prescribed a zpak & cough syrup.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer states that her pap device causing her illness as well. She did not mention the use of the soclean to her md. Reporting for due diligence.